Manufacturer narrative:
The device was returned and evaluated. Upon receipt, no damage was observed to the exterior front or back of the device. The device was placed on a charging pad and powered on, and the battery was able to charge to full capacity. Engineering logs were successfully downloaded and reviewed. Log analysis identified multiple instances in which the battery did not charge for several hours while the device was on the charging pad and showed rapid battery depletion during use. Based on the investigation findings, the battery was identified as the contributing component and will be replaced during refurbishment.

Event description:
It was reported that an ilet device displayed a blank blue circle when removed from the charger and showed a ¿charge ilet now¿ message while on the charger despite more than 24 hours of charging across multiple outlets, and the device felt warm. Symptoms included no alarms and no reported adverse physiological effects. Outcomes included a device replacement and return of the original unit is pending. Investigation included a review of the reported charging behavior and device performance based on customer feedback. Investigation of this case revealed a suspected battery depletion or charging malfunction consistent with a potential battery or power subsystem issue. It was concluded that the device likely experienced a battery or charging failure that impaired normal operation and required replacement.